Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: crease fold, wear abrasion, delamination of valve and opening on anterior and white particles inner the device. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and striated opening. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) striated opening assessed as surgical damage.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d2, d6a.